Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the coupling part broken off. Visual inspection noted the coupling part broke off the reciprocating saw attachment. The fracture face is homogenous indicates material conformity. The breakage is indicative of mechanical overload during usage. Relevant dimensions were found within specification. A review of the device history record did not show conditions that could have contributed to the reported event. The cause of the reported event is undetermined. This complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that during a cosmetic procedurte, the tech attempted to insert a sagittal saw blade into the reciprocating saw attachment and the attachment split into two pieces when the saw blade was turned. The surgeon used competitive equipment to complete the procedure with no adverse effects to the patient.